Event description:
Per affiliate: the customer was admitted in the hospital for dka. It was indicated that the pump had been alarming for the past month but the alarms were not reported. It was mentioned that the consultant believes that the customer's hospitalization is due to the pump. Troubleshooting was not performed over the phone.